Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique that led to peritonitis. The breach was further specified as improper operation of daily pd therapy. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified anti-inflammatory medications (frequencies, doses, and routes not reported) for the event. The patient recovered from the event. Dianeal therapy was ongoing. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.